Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer's blood glucose level was 246 mg/dl. The customer will continue to use pump for insulin therapy. A replacement pump was sent to customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery not charging and the loose usb port were verified; however, a cracked touchscreen was also identified. The information will be used for tracking and trending purposes.